Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and will boot. A global receiver test was performed and resulted in no failures related to the patient's complaint. The receiver log was downloaded and reviewed, and firmware errors were observed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without manual restart. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.